Manufacturer narrative:
Patient weight: unknown; requested but not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon attempted to place the intraocular lens (iol) and it was "a capsule rupture with lens injection." The surgeon ended up implanting another johnson & johnson iol (different model, za9003, different diopter of 15.0) as replacement. The device has been discarded. Through follow-up it was learned that there was no issue noted with the iol itself. The patient did not have any pre-existing diagnosis that would have contributed to the capsule rupture. It was confirmed that the capsule ruptured when the lens was inserted in the right eye. No sutures, vitrectomy, incision enlargement, or any other surgical intervention was required. The patient is happy, has no issues, and is doing well post-operatively. No further information was provided.